Manufacturer narrative:
The manufacturer did not receive devices, x-rays, for review. Op report was provided. As no lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ceramic head on (B)(6) 2008. The patient was revised on (B)(6) 2016 due to mobilization and suspected infection.

Manufacturer narrative:
This case was re-opened to update fields b1 and h1. Zimmer gmbh considers this case as closed again. Zimmers reference number of this file is (B)(4).

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Trend analysis: not available as no product reference number was available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported that a (B)(6) patient underwent a revision surgery for the mobilization of the stem with suspected infection (not confirmed) after 7 years 6 months in vivo time. Stem, head and insert were revised. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea (zweymüller stem) - loosening: line 4 : metalosis, aseptic loosening due to excessive wear due to micromotion in taper connection: possible: product was not returned for investigation, cannot be excluded; line 5 : aseptic loosening due to insufficient primary stability due to design: not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation 5 or in the current pms process (post market surveillance); line 12 : failure of connection between stem and ball head, metalosis due to fretting corrosion: wear: possible: product was not returned for investigation, cannot be excluded; line 15 : luxation and wear of components due to insufficient range of motion for components: possible: no x-rays were received, cannot be excluded; line 29 : aseptic loosening due to wrong implantation: possible: no x-rays were received, cannot be excluded; line 38 : excessive wear, disassembly of femoral head from stem, implant failure due to combination with competitor products (off label use): possible: no other product information received, therefore cannot be excluded. Reported infection was only "suspected" - however, all potential causes which can lead to an infection are listed below. Root cause determination using sap dfmea (zweymüller stem) - infection: line 20: infection due to unsterile implant (failure of sterilization procedure): cannot be excluded, as the lot number of the affected products were not provided. However, zimmer biomet is following validated sterilization procedures which ensure sterile products; line 21: secondary infection at time of surgery (patient has an infection in another site of the body): can be excluded, as no information which indicates an infection at another site of the body was reported; line 40: infection due to unsterile implant, resterilization not following instructions of IFU: cannot be excluded, as it is unknown if products were re-sterilized or not. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).